Event description:
The accounts engineer stated when he runs the hi/low down, once the bed gets to the low limit, it will reverse itself and run back up a few inches. Technician support instructed the engineer to make sure that nothing is getting in the way of the obstacle detect eye beams when the bed reaches the low limit.

Manufacturer narrative:
The engineer found a cut in the left head coiled cable and bare metal wires were exposed. He replaced the coiled cable to repair the bed.